Event description:
It was reported that there was a loss of therapeutic effect. The patient¿s friends or family member stated that there was something wrong with the controller, it had a flashing triangle which meant stimulation was off. This had started on the date of this report. The patient was on program b which was what he should be on. The patient could not live like this, with the tremors that were happening at the time of this report. They had started on the date of this report and they could not set it where it was supposed to be set. It was noted that the patient programmer was set to show symbols instead of letters. Somehow, the programmer had been switched to symbols and inadvertently turned off. With assistance they were able to change the programmer back to letters and turn stimulation back on. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be sent. Reference manufacturer¿s report number: 3004209178-2014-19845.

Event description:
Additional information received reported they didn¿t know how to use the patient programmer. They needed to get the therapy back. The patient programmer showed off ok. They believed they must have inadvertently turned the implantable neurostimulator (ins) off when they were pressing buttons. The issue was resolved.

Event description:
Additional information received reported the patient did not have concerns regarding their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0b8hm. Implanted: (B)(6) 2013, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).